Manufacturer narrative:
Piolanti, n., andreani, l., parchi, p. D., bonicoli, e., niccolai, f., & lisanti, m. (2014) clinical and radiological results over the medium term of isolated acetabular revisison (2014, jul 31) the scientific world journal, volume 2014, article ID 148592, 7 pages http://dx.doi.org/10.1155/2014/148592. Received 31 july 2014; accepted 14 december 2014; published 28 december 2014. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "clinical and radiological results over the medium term of isolated acetabular revision" the article addresses that at the final follow-up, 2 patients (6,1%) showed thigh pain and only 4 hips (12.11%) presented mild groin pain; all the femoral components are well fixed and there were no potential or pending revisions. There has been no further information provided and the patient outcome is unknown.